Event description:
Info received indicated the right siderail would not latch.

Manufacturer narrative:
The hill-rom tech found that the center arm assembly was broken. It appeared that the siderail had been hit with something causing the center arm assembly to break. Parts have been ordered and will be replaced.